Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: photo provided shows what appears to be an activated autonome device. The lockout assembly and lever appear to be missing. The plunger has been advanced. The nozzle is not attached to the device and is taped to the body of the device. The iol appears to be advanced into the nozzle entry. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when the iol was being opened, the iol was found to be broken. The surgery was completed with the replacement company lens of same diopter. Additional information has been requested. Additional information received stating that there was no patient contact.